Event description:
It was reported that during the middle of a hysteroscopic myomectomy using mechanical resection, the fluid deficit increased from 350ml to 1000ml and ended with 4875ml. The surgeon agreed that the patient could be absorbing more fluid and continued to resect in order to achieve enough resection to use non-medtronic device for ablation. The surgeon was aware of the increasing deficit and was notified that they were approaching 2500 deficit. The surgeon did the best she could with the rapidly increasing deficit and stopped the procedure once the deficit was high. The fibroids were not fully resected, and the ablation procedure using non-medtronic device was not completed in total. It was indicated that an additional operation will likely be needed for removal of the remaining tissue. The elite plus scope and dense tissue plus blade were used during the procedure and functioned properly.

Manufacturer narrative:
D10 concomitant product: 72204879, hysteroscope plus 72204879 truclear (serial#unknown); 72203012, dense tis shaver plus 72203012 truclear (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.